Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit had a power up failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, e1(site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10. The getinge field service engineer (fse) that encountered the reported issue during the routine check, to fix the issue he replaced the reel, ac power cord. After changing the cable collector, the machine worked normally.